Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that through a post market clinical follow up survey, a customer indicated that the invasive blood pressure (ibp) was inaccurate. The customer noted that incorrect placement of arterial access leads to flattened curves and thus to missing measurements; better arterial access would be desirable. It was noted that the patient required an intervention, but fully recovered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.